Event description:
It was reported that stent dislodgement occurred. The 4.5mm target lesion was located in the severely tortuous and 70% calcified mid left anterior descending artery. A 16 x 2.50 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. During withdrawal, the stent was dislodged inside the patient. The patient was sent to surgery to retrieve the dislodged stent. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent dislodgement occurred. The 4.5mm target lesion was located in the severely tortuous and 70% calcified mid left anterior descending artery. A 16 x 2.50 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. During withdrawal, the stent was dislodged inside the patient. The patient was sent to surgery to retrieve the dislodged stent. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis; however it was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed and positive pressure was noted as its folds were opened with crimp markings visible on the exposed balloon profile. The balloon was noted to be in a partially deflated state. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.